Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 101 alarm. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This occurred on a homechoice (hc) device, after use. There was no adverse event indicated at the time of the report. No additional information is available.